Event description:
During product evaluation by a baxter service technician, a flo-gard pump was found to have a broken power cord. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow up MDR will be sent.